Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a ruby coil and a px slim delivery microcatheter. During the procedure, the physician attempted to advance a ruby coil out of the sheath into the px slim microcatheter; however, the physician experienced resistance. The ruby coil was removed and a new ruby coil was used. The physician attempted to advance the second ruby coil into the hypogastric artery; however, the ruby coil would not take its desired shape. The physician removed the second ruby coil and continued the procedure with another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR (B)(4).